Event description:
The surgeon reported that during surgery, the system stopped working and a system message displayed. The staff rebooted the system several times, but the system message did not clear. The surgery was completed, but prolonged with the nuclear fragments and the viscoelastic removed manually. Additional info received stated the pt was examined post operatively. The pt presented with a fixed dilated pupil (urrets-zavalia syndrome), non-reactive mydriasis, floppy iris syndrome, and a decrease in visual acuity.

Manufacturer narrative:
The company service representative examined the system on site and found several system messages in the event log. The following day the system was taken the company service center for additional testing. The company service representative confirmed the system message and replaced the pcb and cable. The system was then tested and met all product specifications. This report was mailed to FDA on: 04/09/2009.